Event description:
It was initially reported by the nurse that the pt was having some cardiac issues. He was fine for a couple of months after implant, but then began experiencing tachycardia. She says that one point his heart rate was 138 bpm. She believes that the device is functioning normally but says that the potassium level is at 3.2 which is really low. Good faith attempts to obtain additional info has been unsuccessful till date.